Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous hypotube and shaft kinks. There was contrast in the inflation lumen and the balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 5mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
Reportable based on device analysis completed on 18-feb-2022. It was reported that balloon leak occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use. However, during the procedure, balloon leak occurred. The procedure was completed. There were no patient complications reported. However, returned device analysis revealed pinhole.